Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the hp052 instrument was used. The user assembled the handpiece and attached the shears to the handpiece, then turned on the power and it did not work. Tested all componenets and reassembled and the device still did not work. The old handpiece was used with shears to complete the case. There was no consequence to the pt.